Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed site to address the alarm and resumed insulin delivery. Customer administered manual injection to address blood glucose level. Customer's blood glucose was 439 mg/dl.